Manufacturer narrative:
The needle was returned for investigation. The manufacturing records were reviewed and no related deviation or concerns were found. The reported frost on the needle shaft was confirmed as the needle failed investigative testing. The needle was disassembled and inspected. No visible soldering gaps or voids were not found. Microscopic inspection of the vacuum sleeve was conducted and no corrosive pits or soldering flux residuals were identified on the external surface of the vacuum sleeve. A bubble test of the vacuum sleeve was conducted; no leaks were identified. Based on the investigation results, the customer complaint was verified and the root cause was determined to be a component failure. No relationship was identified between the needle assembly processes and the vacuum loss phenomena. The procedure was completed with no patient injury.

Event description:
During a lung cryoablation procedure, one icepearl needle and the cryoablation system were tested with no issues reported. During the second freeze, the needle presented frost on the shaft. Saline was used to saturate the site to prevent burning. The doctor believed that lesion was successfully treated with the two freeze cycles. The patient's skin at the puncture site was red but not burned. The procedure was completed. The needle was kept and will be returned for investigation.

Event description:
Galil's distributor in (B)(6) reported that they have received some complaints from the field that the shape of the ice ball is not as big as it used to be, especially when the users choose icerod plus. They complain that the shape of the iceball was smaller compared to the isotherm data provided. A 10/10/10/10 protocol for rcc was applied and, during the last 10 min freezing stage, a CT scan was performed and the shape of the ice ball was not promising. The physician was not happy with the result.